Manufacturer narrative:
Upon completion of investigation, additional information will be provided in a supplemental report.

Event description:
As reported: "a smooth guide passage of the institution is carried out and when the screw is passed, it is disassembled. A broken screw remains inside the patient."

Manufacturer narrative:
The reported event could be confirmed since the device was returned for evaluation and matches the alleged failure mode. The device inspection revealed the following: the received asnis screw was found to be broken at the tip region. A broken guide wire is also found stuck inside the cannulation of the screw. Macroscopic view of the threaded portion of the screw reveals signs of severe deformation, abrasion and material chip-off as well. Partial permanent deformation is also evident. It is highly likely that the screw was inserted under immense force to counter hinderance in passing through. A review of the device history for the reported lot did not indicate any abnormalities; the screw was manufactured within specifications. No indications of material, manufacturing or design related problems were found during the investigation. A review of the labeling did not indicate any abnormalities. Based on the above investigation and the available information, the root cause of the issue is deemed to be user related. The nature of breakage and deformation indicates towards a forceful insertion of the screw inside the bone. Most likely hard dense bone was encountered during insertion, but without patient specific data it cannot be confirmed. However, as per operative technique, the self-cutting and self-tapping tip of the asnis 4.0mm screw is intended for cancellous bone. In dense cortical bone pre-drilling with the cannulated drill and use of the cannulated tap is recommended if any further information is provided, the investigation report will be reassessed.

Event description:
As reported: "a smooth guide passage of the institution is carried out and when the screw is passed, it is disassembled. A broken screw remains inside the patient."